Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that patient faced infusion set fell off during use on (B)(6) 2026. The set had been in use for eight hours. Patient replaced infusion set and resumed insulin deliveries successfully.